Event description:
It was reported that the patient developed an infection at the battery site. It was mentioned that the infection was not device related. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not return per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.